Event description:
The patient was enrolled in the watchman heal-laa study on (B)(6) 2023 with patient identifier (B)(6). It was reported that patient death occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was implanted on (B)(6) 2023, with a complete laa seal and deployed device diameter of 19 mm. The patient was discharged the same day on a medication regime of apixaban. On (B)(6) 2024, 221 days post index procedure, the patient was reported to have passed away. No additional information on the cause of death was provided.